Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00541.

Event description:
It was reported that two closure tops were found to have migrated post-operatively. No revision surgery is scheduled at this time. No additional patient impacts were reported. This is report one of two.

Event description:
It was reported that two closure tops were found to have migrated post-operatively. No revision surgery is scheduled at this time. No additional patient impacts were reported. This is report one of two.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. Though the product was not returned for evaluation, an x-ray was provided and was able to be used to confirm the reported event. However, without product return a full evaluation cannot be completed so no evaluation results are available. The event is confirmed. A root cause cannot be determined.